Manufacturer narrative:
(B) (4).

Event description:
The patient developed methicillin-resistant staphylococcus aureus sepsis and her device system was explanted. She does not know what happened to her device due to being in a coma. Additional information has been requested.